Manufacturer narrative:
(B)(4). This issue has been occurring since software upgrade. This complaint is related to MDR #1828100-2015-00657.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the saturated venous oxygen (svo2) on the blood parameter monitor (bpm) was reading much lower (seven to eight units off) than it ever did before the upgrade. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 07/17/2015: according to the perfusionist (ccp), since new software update (version 1.69), the svo2 has been much lower (prior to the first in-vivo calibration) as compared to 1.65. In the early minutes of cpb (prior to the first in-vivo calibration), the svo2 measure of the bpm is consistently lower than their laboratory analyzed values. The bpm measure has been 8-15 % points lower than the lab values. After the in-vivo calibration, the ccp stated the bpm values and laboratory analyzed values are comparable. The ccp stated, he has not seen any issues with other measured values. The cases were completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The reported complaint was confirmed. The addendum that came with the 1.69 upgrade claims no accuracy unless both a gas calibration and an in-vivo calibration are performed. Further confirmation from the field service representative (fsr) stated the customer is completing the in-vivo calibration and the issue was resolved. The device will not be returned for analysis. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.